Event description:
This case was reported by a consumer and described the occurrence of brain neoplasm in a female pt who received super poligrip (formulation unk) for dentures. A physician or other health care professional has not verified this report. Co-suspect medication included carbatrol. On an unk date, the pt started super poligrip (dental). At an unk time after starting super poligrip, the pt experienced brain neoplasm, removal of brain tumor and possible drug interaction. The pt reported that she had used poligrip for years and stated, "I also have had a brain tumor removal and have another tumor now." The pt stated that she was concerned that (B)(4) in the product counteracted with carbatrol (possible drug interaction). This case was assessed as medically serious by (B)(4). Treatment with super poligrip was continued. At the time of reporting, the events were unresolved.

Manufacturer narrative:
Super poligrip adhesive cream is mfg in (B)(4) and neither the product nor lot number for this product is available. (B)(4).